Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment (1-debranching zone 2 tevar) for rapid enlargement of subacute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). At the time of this procedure, two to three weeks had passed since the onset of the dissection. On (B)(6) 2025, retrograde type a dissection (rtad) was developed. The patient underwent aortic arch replacement at another hospital. The patient¿s condition was favorable thereafter. The reporting physician commented as follows: during the index procedure, no problems were found and the position of the ctag ac device was good. The device was not oversized and no ballooning was performed. So, the factor of rtad was unclear.